Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered material falling inside the patient when inserting and removing an unspecified stapler instrument through a 12mm cannula. It is unknown if the fragments were retrieved, and from what device the fragments came from. The procedure outcome was not provided.

Manufacturer narrative:
No product is expected to be returned for this event as the customer did not directly report this event to intuitive surgical, inc. (Isi). The image provided of this event was reviewed. It appears that the fragments are from the silicone wrist cover from a sureform stapler. This fragmentation can happen if the stapler wrist is not straightened before removal or if the stapler is heavily articulated while the wrist is in close proximity to the cannula.